Event description:
On august 25, 2006, the user/pt contacted lifescan (lfs) alleging the one touch basic enhanced meter was giving inaccurately high readings with the control solution and with blood samples, and the 'not ok' error message. On august 28, 2006, the medical affairs specialist (mas) spoke with the pt to obtain and verify info. The mas also reviewed the recorded telephone call. In 2006, at 4:00 pm, the pt obtained the blood glucose reading of 511 mg/dl on the reported meter. At that time, the pt was experiencing the symptoms of poor vision, 'seeing spots', and a possible migraine headache. Based on the elevated blood glucose reading, the pt took 10 units 70/30 insulin. Following the insulin dose, the pt continued to experience symptoms of 'feeling hypoglycemic' and the vision problems. The pt retested her blood glucose level using her backup meter, and obtained a result of 45 mg/dl. The pt administered self-care by consuming orange juice and cheese. One hour after the meal, the pt felt better and her symptoms subsided. The mas confirmed that the pt used expired test strips on both meters. The pt did not seek medical attention. On the day of the event, the pt had taken her normal meals and medications. On the day prior to the event, the pt noted she had obtained elevated blood glucose readings, such as 328 mg/dl. The pt takes a total of 35 to 40 units 70/30 insulin per day, and adjusts her dose based on the meter readings. Five days later, the pt also obtained the error message 'not ok', and control solution results of 133 mg/dl and 135 mg/dl, which were out of range high for the test strips in use. The acceptable range for these test strips was 80 to 116 mg/dl. The customer care advocate (cca) determined during the troubleshooting telephone call the pt's testing technique was correct and the meter was programmed for the correct unit of measure and calibration code number. Quality control testing failed during the call using fresh test strips with control solution and the checkstrip. The meter, test strips and control solution were replaced. The pt obtained elevated blood glucose readings on the reported meter while experiencing symptoms that suggested she was hypoglycemic, and administered insulin based on these readings. The pt received intervention with food to resolve the symptoms. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.